Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument was placed and driven on an in house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with grasping during inspection. No grip misalignment or physical damage detected. The instrument was fully functional. No product issue was identified. The complaint regarding jaws kept opening after they were closed was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the fenestrated bipolar forceps instrument jaws kept opening after surgeon closed them. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no damage cables. Site could not confirm if issue occur with the surgeons head inside the surgeon console. A new instrument was used to continue.